Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. At the visit on site the field service engineer (fse) serviced the system and removed a faulty label from the internal energy sensor, and verified the system successfully according to company specifications. Logfile review could confirm the reported error. This is a known issue and an internal investigation has already been opened. However, the root cause could not be identified conclusively. Most possible root cause for the reported error was determined to be a faulty label on internal energy sensor. Label is sporadically placed incorrectly on sensor and conductive layer (building a conductive path) may lead to intermittent negative impact of the sensor measurement. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A company field service engineer (fse) reported on behalf of the customer, an internal energy error displayed during a procedure. They were able to clear the message and continue without issue to the patient.